Event description:
It was reported that the user accidentally initiated a supply change on the ilet and proceeded to the ¿fill tubing¿ step while the infusion set was still connected to the user, delivering approximately 3.5 units before being instructed to disconnect and confirm the tubing was filled; the user reported using an inset infusion set, and no alerts or alarms occurred. No reported adverse clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included product-use review and troubleshooting with user education. Investigation of this case revealed user error during fill procedure while connected to the body and successful resolution after guidance to disconnect and complete fill. It was concluded that the device operated as designed and that the event was attributable to user technique, with no device malfunction identified.